Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was not observed at the base of the sensor tail. Sensor was de-cased and visual inspection was performed on the sensor¿s pcba (printed circuit board assembly), no issues were observed. Attempted to reprogram the sensor, sensor didn't reprogrammed and perform smu (source measurement unit) test. De-cased sensor was investigated and no damage was observed on the pcba (printed circuit board assembly). Sensor was scanned and unable to communicate with the sensor. Pressure was applied to the sensor and communication got established. Sensor was able to scan previously. Therefore, sensor has been damaged when unable to communicate with the sensor to perform smu, poise and temperature test. Unable to perform further investigation as sensor is no longer in its original condition or a condition to perform functionality testing. Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.